Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 231, 151, 166, 160 and 185 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. Customer is using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom/living room. The test strip lot manufacturer's expiration date is 06/17/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).